Manufacturer narrative:
(B) (4).(B) (4) - bladder stone. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an obturator sling procedure on an unk date. Stone formation in the bladder was discovered eleven weeks post-operatively. Add'l info has been requested.